Manufacturer narrative:
Patient weight is unavailable. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 for the treatment of possible cholangitis. According to the complainant, when the device was removed from the scope it was noted that the tip was twisted and bent. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length and distal tip were twisted. The condition of the returned incident device was consistent with the complaint that the device was twisted, however, the device was not bent. During manufacturing, tome devices are 100% inspected for wire-working length integrity and orientation process specification so the twisting is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 for the treatment of possible cholangitis. According to the complainant, when the device was removed from the scope it was noted that the tip was twisted and bent. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.